Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.8, lab inr: 4.0. Comparison was done at the same time.